Event description:
The pt's mother contacted nephron pharmaceuticals corporation via email on (B)(6) 2014, regarding a reportable malfunction of no aerosol production that was reported as associated with the use of the ez breathe atomizer. The pt's mother reported that the atomizers did not operate properly while her son experienced an asthma attack. Multiple attempts were made to reach the pt unsuccessfully. Two medical device reports will be submitted to the agency, because the rptr stated that two atomizers failed to function. No add'l info is available about the pt or event.